Event description:
The customer requested a part for the front panel / bezel. There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the parts ID: front panel. There was no report of pt incident.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.